Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown medication via an implanted pump for an unknown indication for use. It was reported the catheter was explanted on (B)(6) 2025 and further information was not provided. Additional information was received on 2025-05-08 and it was reported that the reason the catheter was explanted was the catheter did not aspirate successfully. The event was resolved. The customer discarded the items.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 19-jul-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.